Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The blood glucose results were 160, 110, and 127 mg/dl. Tests were done within 10 minutes.patient did not experience any adverse events. No further information has been reported.